Event description:
It was reported by the patient's spouse that there was no power to the previously working remote monitor. Multiple power outlets were tried to no avail. A new power cord will be sent. The patient will not be returning the monitor at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.